Event description:
A hospital rep reported that a system message was displayed during surgery. The system was rebooted and a system message was displayed again. It is unk how the surgery was completed. Multiple attempts have been made to gather additional information regarding possible impact to the pt, but no additional information has been provided.

Manufacturer narrative:
The company rep examined the system and could not confirm the problem reported. The system messages reported were found in the system event log. The footswitch interface printed circuit board (pcb) was replaced and sent for in-house evaluation. The surgeon's settings were reloaded. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).